Event description:
It was reported that the device was found in backup vvi mode prior to implant while still in box. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device hard reset was confirmed in the laboratory due to a minor reset while the ICD was in ship-settings. The device was tested on the bench using automated test equipment and found to have normal characteristics. The root cause of the minor reset was undetermined.